Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retention ring was broken and he taped it already for a long time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. P-cap/reservoir locked properly in place. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with serial number label damaged/faded. No damage to the reservoir tube lip or retainer noted. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Device received with corroded battery tube.